Manufacturer narrative:
(B)(4). D10: cat# 110003454 lot# 094447 / g7 curved inserter thd shaft. Cat# unknown lot# unknown / unknown cup trial. G2: foreign: country: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery after cup trial use, the inserter threaded shaft got stuck in the curved inserter. The inserter threaded shaft was deformed after cup trial use and could not be attached to implant. Therefore, the cup trial could not be removed from the curved inserter. The surgeon tried to remove it with a screwdriver, but it was too hard to remove. Surgery was completed using a straight inserter. It was reported that there were no issues found with the cup trial or curved inserter. The issue was with the inserter threaded shaft, which was removed after the surgery, and found to be deformed. There was no adverse impact to the patient and no medical interventions. There was a 015-minute delay for instrument replacement. There were no contributing conditions related to the event. Surgical technique for the product was utilized. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The shell inserter was not returned for evaluation; however, the threaded shaft was returned. A visual examination of the threaded shaft/provided pictures identified damage to the lip of the hex feature along with scuffing to the inside of the hex. There was also damage visible to the threads and scuffing to the flat of the threaded area. The length, head diameter, and shaft diameter were checked and found to meet product specifications. As the shell inserter was not returned, visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided for the shell inserter. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.